Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead is "not working". The lead remains in use with replacement scheduled. No patient complications have been reported as a result of this event.